Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, into an existing transcatheter bioprosthetic valve, the patient was noted to have a right facial droop, expressive aphasia, and dysarthria. A computed tomography scan of the patient¿s head was negative for hemorrhage or hypodensity and computed tomography angiography was negative for large vessel occlusion. Physical exam showed improvement in dysarthria and resolved expressive aphasia and repetition. It was reported that the cause of these symptoms was likely a peri-procedural embolic ischemic stroke confirmed by a neurologist. The physician confirmed the stroke was related to the valve. The patient was referred to physical therapy. The physical therapist noted the right facial droop was improved and the dysarthria and expressive aphasia were resolved following the left middle cerebral artery peri-procedural embolic ischemic stroke. No additional adverse patient effects were reported.